Event description:
A medtronic representative reported a stealthstation treon guidance system experiencing images freezing intermittently during navigation. This was not identified during a surgery, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Computer was replaced, issue resolved. Software has not been evaluated as of the date of this report.